Event description:
Customer reported the insulin pump had repetitive no delivery alarms during manual prime. Customer's blood glucose was 146 mg/dl. Customer was advised to disconnect and reconnect tubing and reservoir. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to perform a manual prime, and device alarmed again. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.